Event description:
The customer reported being in the hospital for five days due to diabetes ketoacidosis. The blood glucose reading was 550mg/dl. The customer stated that she was vomiting, had ache joints and a headache. Troubleshooting was performed. The programming, basals, bolus history, and daily totals matched. Ran a fixed prime and high pressure test and passed. The customer also stated that she was having high blood glucose at time of call. The customer removed the infusion set and found that the cannula was bent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.